Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
A customer from the u.s informed nobel biocare on (B)(6) 2019 that a product (art. # 34128; lot. #13080792) was labeled 3.5x11.5mm on the cap. The correct size on the label for this article should be 3.5x15mm. The implant could cause damage to underlying structures in case the customer places the implant in a patient assuming the implant size is 3.5x11.5mm.

Manufacturer narrative:
(B)(4). Investigation and conclusion: the complaint product was returned unopened and no injury was reported. Although no injury occurred in this case, the incorrect top label of the nobelactive internal np 3.5x15mm is considered a high risk for patient safety should it reoccur and instructions for use not be followed. The implant being longer then expected may in few cases not be detected before and even after the surgery. In very few cases this may lead to permanent impairment of body function or permanent damage to a body structure. It was confirmed, by opening the returned article (34128, nobelactive internal np 3.5x15mm), that a nobelactive internal np 3.5x15mm was in the package but the cap label stated a length of 11.5mm. The retained sample for this article was inspected and found to have the correct top label. Retain samples of the batches produced before and after the affected batch (article 34126 lot13081185 and article 34132 lot 13081171) were also confirmed to be okay. Investigations could not detect how many more pieces of the affected batch lot13080792 contain a incorrect top label or if the article that was sent back is potentially the only one, however, the retain samples of the batches produced before and after the affected batch (article 34126 lot13081185 and article 34132 lot 13081171) were confirmed to be okay. Until today no complaint regarding incorrect top label was reported for either of the two batches . (B)(4). Preliminary assessment of the root cause of the reason for this occurrence is a mix up of individual top vial labels during the labeling process. CAPA number 8927 will be initiated for this case.

Event description:
A customer from the u.s informed nobel biocare on (B)(6) 2019 that a product (article 34128, nobel active internal np 3.5x15mm, batch 13080792) was labeled 3.5x11.5mm on the cap. The correct size on the label should be 3.5x15mm. The customer detected this before opening the product, but the implant could cause damage to underlying structures if the implant is placed in a patient by a customer assuming that the implant size is 3.5x11.5mm.